Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During evaluation of the device, the manufacturer found evidence of a disconnected cable, likely due to tampering. The cable was reconnected to address the issue. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.